Manufacturer narrative:
H6: investigation summary: the customer returned photos of the separation described in the complaint. The separation is presented clearly and the complaint is verified. Without a physical sample available for investigation, the root cause remains unknown. A device history record review for model mz1000-07 lot number 20126475 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that maxzero needleless connector came apart. The following information was provided by the initial reporter: it was reported via salesforce that the secondary extension tubing had separated at the rotating luer connector and the tubing itself. Patient receiving epinephrine drip via PICC line. Secondary extension tubing attached to maxzero needleless connector. Rn noted patient had fresh blood on gown and bedding. Bleeding coming from PICC line connector. Secondary extension tubing had separated at rotating luer connector and the tubing itself. Luer remained attached to maxzero connector allowing blood to come from PICC line. Pt was not receiving epinephrine drip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector came apart. The following information was provided by the initial reporter: it was reported via salesforce that the secondary extension tubing had separated at the rotating luer connector and the tubing itself. Verbatim: patient receiving epinephrine drip via PICC line. Secondary extension tubing attached to maxzero needleless connector. Rn noted patient had fresh blood on gown and bedding. Bleeding coming from PICC line connector. Secondary extension tubing had separated at rotating luer connector and the tubing itself. Luer remained attached to maxzero connector allowing blood to come from PICC line. Pt was not receiving epinephrine drip.